Event description:
At 1:00am the customer's husband ran a blood test on her because she appeared to be having a seizure. The reading on the contour next link was 81mg/dl. An ambulance was called and paramedics retested the customer with their meter. The reading was 23mg/dl. Customer was unconscious at the time, so does not recall what type of treatment she received. The customer was asked to return the test strips for evaluation. A new meter and strips were sent to her.